Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that the fmc-9gb was found sited on water deep enough to cover its wheels. The device had been moved to the building. The customer requested to check over entire device for water damage. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no water damage or ingress found on device. A field service engineer (fse) was requested to inspect both the main and auxiliary stations for possible water damage. The fse confirmed the station was up and communicating, so, the station was powered down for safety, and the internal compartments were opened and inspected, revealing only dust and no signs of moisture. The fse manually opened and checked each drawer in both the main and auxiliary units, confirming there was no water damage or moisture present. After powering the system back on and running diagnostics through the hardware test application (hta), all matrix drawers, cubie pockets, and tray bottoms were systematically inspected with no issues found. The 8-door tower was also examined and showed no signs of damage. All components were confirmed to be functioning normally. Additionally, fse tightened the screws in drawer front panel in preventative maintenance. The system functioned as intended after the field service engineer repaired the device.